Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Updated: d8, d9, h2, h3, h6, h11 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to a failure in printed circuit board, the power shuts down. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high-definition lcd monitor powered off after 2 minutes; the power led turned off, and the screen went blank. The issue was identified during an unspecified diagnostic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.